Event description:
A report was received that the patient underwent a revision due to discomfort and soreness at ipg site. The physician relocated the ipg two inches left from the original site. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.